Event description:
Reporter alleged obtaining discrepant back to back blood glucose results from the advantage system memory of 214 mg/dl versus 11 mg/dl performed 2 minutes apart, 170 mg/dl versus 14 mg/dl performed 5 minutes apart, 95 mg/dl versus 18 mg/dl performed 2 minutes apart, and 162 mg/dl versus lo (less than 10 mg/dl) performed 8 minutes apart. Reporter stated he was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.